Manufacturer narrative:
Foreign report source no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Event information was clarified and that the event occurred in the united states and not in (B)(6) as previously reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient in canada who received bupivacaine, the dose and concentration unknown, and morphine 10 mg/ml at a dose of 1.5 mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. It was reported that the patient had a refill on (B)(6) 2016 but it was not known if the patient had a dose increase. On that wednesday night, (B)(6) 2016, the patient was going in and out of lethargy. The family reported that the patient was sleepy at night but not during the day. The patient had two episodes of passing out since then. The representative ¿just¿ met the patient at the emergency room (ER) and programmed the pump to minimum rate mode at the managing physician's request. The change in therapy/symptoms were reported as sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.